Event description:
It was reported that a patient developed a mild skin irritation while using the exogen device. It was noted by the treating the patient did follow usage instructions. The device was not faulted.